Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to exhibited 75% stenosis, moderate tortuosity and severe calcification. It was reported that the physician could not advance the stent across the target lesion. When the device was returned to the manufacturing facility, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the 1st distal stent segment had raised and deformed struts. Slight damage and misalignment was noted to the remaining stent segments. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4): inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; 75% stenosis, moderate tortuosity and severe calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 75% stenosis, moderate tortuosity and severe calcification). (B)(4).